Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligner, a patient experienced severe inflammation and was unable to close her mouth. Doctor diagnosed patient with pericoronitis of tooth #32 due to extension of clear aligner on area of #32. Patient was advised to immediately stop treatment.